Event description:
Patient reported for left side "breast dryness," "breast itchiness," and "the breasts are uncomfortable". Patient's associate reported "hives." Physician later reported a "capsular contracture, baker grade IV ." The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral side capsular contracture baker grade unknown. Device analysis: analysis of the returned device identified: weight to spec, crease fold and air voids in the gel. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: there were no issues found related with the manufacturing process.